Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose read "high" (>27.8 mmol/l,>500 mg/dl) while wearing the pod on the back for between 25 and 36 hours. The patient was treated with insulin utilizing intravenous therapy. A new pod was applied and the patient was discharged after three days. The pod was discarded.